Manufacturer narrative:
It was reported that the customer was burned by a remote control and that the "remote started smoking". No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Remote started smoking.